Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02240 for the other associated device info. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and leveen needle electrode were used during a rf ablation procedure of the liver performed in 2009. According to the complainant, during the procedure, the algorithm was followed for a 4.0 cm leveen coaccess. However, following two 30 min cycles, no roll off had been achieved. The site indicated that an e02 error had occurred during use, but was subsequently cleared. No evidence of tumor ablation was identified in the CT image. The case was aborted due to this event. The pt presented with breast cancer which had metastasized to the liver. It is not known if the procedure will be rescheduled. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.